Event description:
The customer reported that the sys boots up to and channel 15 error. The error said to wait 5 secs and reboot, but sys would not come up without error displayed. No pt injury was reported.

Manufacturer narrative:
The svc rep replaced the generator interface board and reloaded the generator calibration files from floppy located on sys. Machine fully functional.